Manufacturer narrative:
A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The aortic body stent graft was positioned and deployed as expected in the presence of a heavily calcified neck and distal aorta. During cannulation of the contralateral leg with the integrated cross-over lumen, the polymer syringe was observed to have emptied indicating a potential intravascular leak of polymer, and the patient experienced hypotension. The patient was treated for a hypersensitive reaction per the IFU and was stabilized. A palmaz balloon expandable stent was implanted at the level of the seal zone, and the aneurysm was successfully excluded. Three (3) days post-op, the patient was complaining of belly pain and renal insufficiency. As of the date of this report, there have been no additional patient sequelae reported.

Manufacturer narrative:
Based on the clinical assessment for this event, the most likely cause root cause of the empty polymer syringe and polymer exposure to the patient was due to a compromise in the integrity of the aortic body stent graft and/or mating junction of the stent graft to the delivery system; however, this could not be definitively confirmed. The delivery system was not available for evaluation and the stent graft remains implanted. Based on a review of the medical records and imaging, it was noted that the aortic body stent mid-crown was deployed in the supraceliac aorta (user error), which is higher than recommended, in conjunction with the subsequent retraction of the delivery system through a calcified proximal aortic neck down to the intended position. This may have placed tension on the aortic body stent graft and contributed to the event. The reported guidewire manipulations within the cross over lumen also may have contributed. Based on the description of the event, it was noted that the aneurysm was successfully excluded at the conclusion of the implant procedure; however, the clinical assessment noted an unresolved type ia endoleak. The most likely cause of the type ia endoleak was likely related to the loss of polymer in the stent graft sealing rings and insufficient graft polymer volume for a proximal seal. The most likely cause of the inability to pass the non-endologix stent (palmaz) through the aortic body integrated sheath was related to a device size incompatibility between the outer diameter of the palmaz stent mounted on a balloon and the inner diameter of the integrated sheath. Associated clinical harms for this device-related event included: transient hypotension and renal insufficiency. Type ia endoleak and aneurysm not excluded. The cause for the acute renal insufficiency could not be definitively determined, but was likely due to the severe hypotension. The final patient disposition was discharged to a skilled nursing facility on postoperative day five. As of the date of this report, there have been no additional patient sequelae reported.